Event description:
The customer reported that this device is operational, but st alarm is not going off like it should. Patient experienced an st depression event and an alarm was expected but it did not occur.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
Per the field service engineer(fse), attempts were made to obtain additional details about the event, the outcome of any device evaluations, and potential causes of the alleged st alarm failure. Per the fse indicated the device is currently functioning as expected, but additional details could not be provided. It is not known what specific alarm failed or if the device displayed an inop at the time of the event. No device event logs or configuration were available for review. Due to insufficient information, the reported problem could not be confirmed. The customer stated that the problemt has not happened again and that philips will be notified immediately if the issue has reoccurred. The device was said to be functioning as expected currently. However, due to insufficient information philips was unable to conduct functional analysis of the device the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The customer stated that the problemt has not happened again.. Philips will be notified immediately if the issue has reoccurred.